Event description:
It was reported that out of range low voltage impedances was observed which coincided with the patient having undergone dialysis. Sensing, pacing tests and hvli measurements were normal. The patient opted to replace the lead. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.